Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2016, distal locking of a proximal femoral nail antirotation (pfna) system was not possible. The locking bolt did not fit with the hole of the nail properly. An insertion handle for fpna, aiming arm, drill sleeve and a protection sleeve were involved as well. Locking of the pfna nail and locking bolt was achieved manually with rdw; as such it was deduced that insertion handle for fpna, aiming arm, drill sleeve and a protection sleeve were misaligned. The surgery was prolonged by 30 minutes, but without patient harm. Complaint involves 1 parts. Concomitant medical products: pfna nail (part: unknown, lot: unknown, quantity: 1); locking bolt (part: unknown, lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. A product investigation was performed. The complaint instruments were investigated together with the responsible trauma - sustaining manager. A functional test shown the present articles is working without any problems and are fully functional. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to these circumstances. No product fault could be detected. The complaint aim-arm 130° was investigated. The evaluation has shown that the part shows in good condition, no other damaged or deviation is visible. The article was manufactured according to the specifications and is fully functional. The review revealed that the article was manufactured in april 2013 according to the specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance. The evaluation of these instruments (part # 356.828 / lot # 7772289 drillsl 8/4 green, part # 356.831 / lot # 7779274 protect sleeve 11/8 green) has shown that the parts shows in good condition, no other damaged or deviation are visible. The articles were manufactured according to the specifications and are fully functional. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance. No indication for material, manufacturing or design related issue was found. Corrected data: report date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.